Event description:
Discordant high advia centaur xp troponin ultra (tni-ultra) results were obtained on some samples from patients. The emergency room (ER) physician questioned the results as the patients did not exhibit any cardiac symptoms and other cardiac tests did not indicate a problem. The patient samples were repeated and the results were similar. The physician was expecting the results to be lower and negative. It is unknown if patient treatment was prescribed or altered. There was no report of adverse health consequences due to the discordant troponin ultra result.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site. The fse ran a precision study using the bio-rad quality controls lot 23591, 23592, and 23593. The quality control runs were within the customer ranges. A calibration verification study using mcm lot 45716 was also run. All the levels of mcm material were in range. The cause for the discordant advia centaur xp troponin ultra results with the clinical picture is unknown. The instrument is performing within specifications. No further evaluation of the device is required. The instruction for use under the summary and explanation of the test section states the following: "always analyze ctni results in the context of time elapsed since patient presentation to the hospital. Serial sampling is recommended to detect the temporal rise and fall of troponin levels characteristic of mi. In accord with published recommendations, serial testing of ctni at intervals of 2 to 4 hours for up to 12 to 24 hours is suggested to corroborate a single ctni result. An elevated troponin alone is not sufficient to make the diagnosis of mi. Other markers, such as ck-mb and myoglobin, can be used in conjunction with ctni results in aiding the diagnosis of mi."